Manufacturer narrative:
(B)(4); batch #: n9370d. Investigation summary: the device was received with the coating material of the housing was flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. The handpiece was connected and disconnected to the test device without any difficulty. Then, it was connected to a generator, evaluated with a test instrument ,and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the mid housing level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue. It is probable that the ingress of moisture affected handpiece functionality. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the cord was not engaging to the harmonic machine. It did not pass the test when it was plugged in. The coating is also coming off. The handpiece was tested by the product specialist, and tested as functionally normal. The procedure was completed successfully. There were no patient consequences.